Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms; however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction(s) and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument's joint was weak and floppy. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not experience the instrument moving in the opposite direction than intended. The reported issue occurs with the surgeon¿s head inside the surgeon side console (scc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. There was no injury to the patient as a result of the event, but the issue was not resolved. The instrument was not working, with delayed/weak movement causing a 15 to 30-minute delay in the surgery; the surgeon was dissecting down during a hysterectomy. There is no video recording of the procedure available for isi review, but the issue occurred during the entire procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument exhibited unintuitive motion. Although the motion of the instrument was precise and proportional to the commands given by the master tool manipulator (mtm)s, the grip tips moved in the opposite direction. This unintuitive behavior was observed in the pitch directions and occurred consistently in all three installations, suggesting a misalignment of the coordinate frames during the engagement sequence. The instrument was transferred to the engineering team for further failure analysis, and the initial findings were confirmed. During advanced failure analysis testing, the instrument again exhibited unintuitive motion. No visible damage was found at the proximal end, and there were no loose cables or screws observed. The issue was discussed with manufacturing engineering, and the instrument was subsequently disassembled to inspect the roll gear as part of the investigation. Upon inspection, it was found that the roll gear keys were damaged, most likely because the main tube had been manually rotated beyond its hard stop. It was determined that if the main tube is manually rotated past the hard stop, the roll gear keys can shear off and become damaged resulting in the unintuitive motion. The complaint was confirmed by failure analysis. The probable root cause of the damaged roll gear is attributed to handling during use. The damaged gear resulted in the unintuitive motion observed in the instrument.